Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 03/02/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of charred material was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation on the hot jaw was observed to be discolored and whitish in areas along the base of the hot jaw. No other visual defects were observed.a pre-cautery test as was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it self-activated immediately upon connection to the power supply. The cable connection was manipulated and the device remained activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. An engineering evaluation was conducted with same outcome. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was confirmed but there was no probable root cause as per the engineers evaluation, as well as for the analyzed failure modes "thermal decomposition of device", and ¿material twisted/bent; wire¿ were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated and had to be unplugged to shut it off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated and had to be unplugged to shut it off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.